Event description:
Gave flu shot to patient. The safety needle did not activate safely. Rn stuck herself, needlestick to left thumb, with the flu vaccine needle after giving injection to the patient as the needle did not lock. It's a magellan hypodermic safety needle 25-gauge x 5/8. Lot number 914233.